Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated and calibrated properly with test guardian link transmitter. No change senor alert or calibration not accepted alert noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failure alarm noted during testing or listed in pump history. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 224 mg/dl. The customer reported that they did hear beeps when audio volume settings were saved. The customer reported that they did not hear the differences between the two audio beep volumes (1 and 5). The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.